Event description:
Ous MDR - it was reported that this lead dislodged into the atrium. The lead was repositioned on (B)(6) 2014. It is believed the lead might not have been sutured down well enough. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.